Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, refractive surprise, glares, haloes and significant shallowing of the ac. Reportedly, " the patient has poor visual acuity and is uncomfortable. He also wants to go down one size due to poor pupillary dynamics." In a separate surgery the lens was exchanged with a shorter, toric lens and the problem was resolved.

Manufacturer narrative:
H6- health effect- clinical code: 4581- significant shallowing of ac. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6: health effect- clinical code: 4581 - significant shallowing of ac, pupil impairment and unreactive pupil. Should be added. B5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, refractive surprise, glares/haloes, significant shallowing of the ac, pupil impairment and unreactive pupil. Reportedly, "the patient has poor visual acuity and is uncomfortable. He also wants to go down one size due to poor pupillary dynamics." In a separate surgery the lens was exchanged with a shorter, toric lens and the problem was resolved. (B)(4).